Event description:
It was reported the right ventricular (rv) lead had a polarity switch from bipolar to unipolar. At the time of the switch an impedance of 69 ohms was noted, but impedance trends prior to the date of the switch showed impedances in the 600 to 800 ohm range. After the switch to unipolar the impedance went to 500 ohms and there were ventricular high rate episodes which appeared to be due to oversensing noise. At an in office visit when testing the lead in unipolar and bipolar the electrical measurements were all appropriate. It was noted the patient denied any medical procedures on the date of the polarity switch. It was also reported that the patient had fallen two months after the polarity switch to unipolar and two months prior to the in office visit. The rv lead was reprogrammed back to the bipolar polarity and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.